Event description:
It was reported that the foley catheter fell out of the patient the next day after placement. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leakage was unknown because the event was a catheter fell out. Also, noted that the catheter was inserted by hand and no materials possibly had contact with the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone catheter with sample port connector. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested and with the syringe attach the balloon passively deflated in 1 min 23 seconds returning 10ml of solution without issue or cuffing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient the next day after placement. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leakage was unknown because the event was a catheter fell out. Also, noted that the catheter was inserted by hand and no materials possibly had contact with the catheter.